Event description:
We received a report that an intraocular lens was explanted after the patient had unexpected post-operative refraction. The patient had poor intermediate visual acuity. A separate report is submitted for the patient's other eye.

Manufacturer narrative:
Event: date is unknown. Explant: date is unknown. (B)(6). (B)(4) - explant of intraocular lens. Placeholder.

Manufacturer narrative:
Corrected data, implanted date: (B)(6) 2013. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received stating that the patient's replacement lens was a monofocal lens and was reported to be doing fine. Unlabeled parts of two intraocular lenses (iol) were received for evaluation reported to be from serial no. (B)(4) and serial no. (B)(4). The iols were reportedly explanted from the left and right eye of the same patient. Visual inspection revealed that only a piece of zmb00 lens was received for one of the samples. A second iol sample was received cut in halves. From the samples received, circular rings (diffractive rings) across the optic zone were observed. This is a zmb00 characteristic. For the zmb00 diffractive ring is part of the characteristic design. This indicates that the samples returned are a zmb00 model. The conditions observed in the samples received were consistent with a lens that had been implanted and explanted from the patient's eye. Further investigation was not conducted due to the condition of the lens received. The lens diopter result obtained from the stored electronic data in miq (measuring iol quality) system performed verified that serial number (B)(4) accurately corresponded to a 10.0 diopter. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.